Event description:
It was reported that a pericardial effusion, cardiac perforation and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx laa closure device was used. The closure device was recaptured three times as the closure device was deep in the anterior lobe and was arrow shaped. During the deployment attempts, the physician became caught in the anterior lobe, and it was believed a small puncture of the laa occurred. The patient then developed a pericardial effusion around the laa. A pericardial tap was performed, and 75ml of red blood was drained. A new 27mm closure device was selected to complete the procedure with successful implant of the new 27mm closure device in the laa. The patient was sent to the intensive care unit (ICU) and was recovering post procedure. It was further reported that the patient was discharged home eleven days post index procedure.

Manufacturer narrative:
B5: describe event or problem - updated with information relating to patient discharge status.

Event description:
It was reported that a pericardial effusion, cardiac perforation and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx laa closure device was used. The closure device was recaptured three times as the closure device was deep in the anterior lobe and was arrow shaped. During the deployment attempts, the physician became caught in the anterior lobe, and it was believed a small puncture of the laa occurred. The patient then developed a pericardial effusion around the laa. A pericardial tap was performed, and 75ml of red blood was drained. A new 27mm closure device was selected to complete the procedure with successful implant of the new 27mm closure device in the laa. The patient was sent to the intensive care unit (ICU) and was recovering post procedure.